Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 54 units. Reportedly, the cartridge was filled with 300 units of cold insulin. It was also discovered the customer does not perform the proper air removal technique. The customer¿s blood glucose level was in the 130's mg/dl. Reportedly, the customer loaded a new cartridge and declined a follow up call from tandem technical support.